Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog # 75446545, 510k # k042025 was cleared in the united states. Visually confirmed screws broken from submitted pictures. Unable to identify additional or contributing defect from the submitted multiple axial screw pictures. The comparison of the sacral sect screws to the sample, fully and proper tightened set screws and submitted picture of the set screw from an unknown level identifies with rod interface witness marks on only one side, a typical of fully and properly tightened set screws. Improper and/or incomplete tightening of the screws could contribute to additional cyclic loading of screw, potentially contributing to the foregoing event. Two submitted x-ray show l4-s1 segmental fusion performed with interdiscal spacer at l4. No spacer noted at l5. S1 screws noted broken bilaterally. Screws likely 6.5 possible are undersized for l5 space. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a plif at l4-l5 and a plf at l5-s1 using posterior fixation. Approximately 5 months post op, the patient complained of discomfort on the treated site at follow up visit. The x-rays showed broken screws on both sides of s1. Fusion failure was also found at l5-s1. Approximately 6 months post op, the patient complained of pain. The revision surgery was performed 6 months post op. The broken screws were replaced and l5-s1 was fused again.